Manufacturer narrative:
The evaluation of the sample foam detection images revealed that the gripper wheels showed particles of dust. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). The calibration signals were acceptable. The qc was within the assigned ranges on the day of the event prior to the samples' measurements. The alarm trace showed multiple sample foam detection alarms and sample clot detection alarms on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit (cobas pro 1) when compared to a different cobas e801 analytical unit (cobas pro 2). Patient 1: sample 1: initial result: 58.9 ng/l. Repeat result: 17.5 ng/l. Sample 2: initial result: 107 ng/l (tested on cobas pro 2). Repeat result: 21.5 ng/l. Patient 2: sample: initial result: 169 ng/l. Repeat result: 34.7 ng/l.